Event description:
Patient was revised to address disassembly of the femoral stem bolt.

Manufacturer narrative:
Examination of submitted x-rays confirmed the reported "disassembly of the femoral stem bolt." Examination of the submitted device revealed evidence indicating mircomotion of the cemented femoral stem component in vivo. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence as found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additionaly information be received, the complaint will be reopened. Depuy considers the investigation closed.